Event description:
An atrial lead fracture was reported. The lead subsequently tested out of specification during manufacturer's analysis. Further information was received reporting that at a regular follow-up visit, a pacing failure was confirmed. Ventricular lead impedance was high, there was no capture, and thresholds could not be measured. A ventricular lead fracture was suspected. The patient was asymptomatic because of having an intrinsic rate of 55 bpm (beats per minute). It was further noted that the programming of the ipg (implantable pulse generator) was changed to vvir, since the atrial lead fracture had occurred previously. The doctor described the cause of the fracture as stress by exercise and body growth. An x-ray was to be obtained for re-examination of the site and cause of the fracture, with the results provided to the medical institution. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based in part on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; proximal segment returned.